Event description:
The customer reported that following a diagnostic catheterization procedure in 2003, a vasoseal es was deployed. The pt had scar tissue, but no difficulty was noted deployment. The pt's right lower extremity pulses were immediately lost upon deployment. A vascular surgeon was consulted and the pt was taken to the operating room. The operative report stated that a collagen thrombin embolus/occluding material was removed and the old site with flushed with heparinized saline. The pt remained in the hospital overnight for recovery and observation, and was discharged the following day. No further complications were reported. The deployer was not certified by datascope to deploy the vasoseal es product.